Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was received in backup vvi mode. The reset was due to a data request error. The device was tested on the bench and using automated test equipment and was found to be normal. The root cause of the anomaly could not be determined as it could not be reproduced.

Event description:
This report is to advise of an event observed during analysis.